Manufacturer narrative:
Erroneous data generated. A definitive root cause has not been determined for this event.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously high results for thyroid stimulating hormone (tsh) for 1 patient sample assayed with access hypersensitive htsh reagent on a unicel dxi 800 access immunoassay system. The patient results were not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Quality control results were within the customer's established ranges at the time of the event. During troubleshooting, a system check performed by the customer failed to meet analyzer specifications. Additional troubleshooting revealed that the aspirate probes and the peri-pump tubing required replacing. A system check was performed after the aspirate probes and peri-pump tubing were replaced. The system check met all analyzer specifications. A definitive root cause has not been determined for this event.